Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead error (error code 1004) was recorded on (B)(6) 2019 after a shock was attempted. The device battery status moved to end of life (eol) due to long charge times (error code 1007). An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the subsequent high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting tones. Upon interrogation it was revealed that the device recorded code 1004 indicative of shorted shock and code 1007 indicative of long charge times. Boston scientific technical services (ts) recommended emergent replacement of device and associated right ventricular (rv) lead. Ts also observed low out-of-range rv shock impedances two months prior as well as evidence of right atrial (ra) lead noise and recommended lead integrity testing. No adverse patient effects were reported. Additional information received indicates that surgical intervention was performed. The device was explanted. The non-boston scientific lead system was capped.